Event description:
This case was initially received via regulatory authority (B)(6) on 28-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain episodes") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general anesthesia since 2013. In 2013, the patient had essure inserted. On the same day, the patient experienced visual impairment ("on awaking, following general anaesthesia, unable to read / since essure placement, wear glasses and felt a decrease again in vision"). In (B)(6) 2016, the patient experienced amenorrhoea ("menstrual periods suddenly stopped"). In (B)(6) 2016, the patient experienced menopause ("menopause"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dizziness ("5 months after placement, unexplained dizziness for a good month"), migraine ("atrocious recurrent migraines"), menorrhagia ("abundant and numerous menstrual periods/ haemorrhagic menstrual periods 2 to 3 weeks before menopause"), polymenorrhoea ("abundant and numerous menstrual periods"), arthralgia ("hip pain/ joint pain episodes"), fatigue ("chronic fatigue"), abdominal pain lower ("lower abdomen pain"), headache ("headaches"), dyspnoea ("breathlessness"), urinary tract infection ("urinary tract infections"), mobility decreased ("difficulty to move"), limb discomfort ("heavy legs"), pain in extremity ("painful legs") and apnoea ("very severe apnoea"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, menorrhagia, polymenorrhoea, arthralgia, amenorrhoea, menopause, fatigue, abdominal pain lower, headache, dyspnoea, urinary tract infection, mobility decreased, limb discomfort, pain in extremity and apnoea outcome was unknown, the visual impairment had not resolved and the dizziness had resolved. The reporter provided no causality assessment for abdominal pain lower, amenorrhoea, apnoea, arthralgia, dizziness, dyspnoea, fatigue, headache, limb discomfort, menopause, menorrhagia, migraine, mobility decreased, pain in extremity, pelvic pain, polymenorrhoea, urinary tract infection and visual impairment with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 29-aug-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 3.598 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.